Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 54-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 54-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation ("migration of the essure device to the abdominal cavity or pelvic cavity"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: new reporter types (lawyers) and new adverse events (chronic abdominal pain, pelvic pain, back pain, excessive bleeding, unintended pregnancy, migration of the essure device to the abdominal cavity or pelvic cavity, perforation of the uterus, fallopian tubes and other organs, allergic reactions, auto-immune reactions, headaches, chronic fatigue, vertigo, weight changes, hair loss, tooth loss, mood changes, anxiety, depression) were provided. The adverse event medical device removal was added as non-drug treatment of the adverse event fallopian tube perforation. Insertion and removal date of essure updated. Essure lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 54-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), device dislocation ("migration of the essure device to the abdominal cavity or pelvic cavity"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes/migration of the essure device to the abdominal cavity or pelvic cavity'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a 54-year-old female patient who had essure (batch no. A06329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, vertigo, weight fluctuation, alopecia, tooth loss, mood altered, anxiety, depression and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Amendment: the report was amended for the following reason: case amendment: pregnancy field was changed. After company internal review the event device dislocation was deleted. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes/migration of the essure device to the abdominal cavity or pelvic cavity"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in a 54 year-old female patient who had essure inserted (lot no. A06329) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of abdominal pain, back pain, right lower quadrant pain, metrorrhagia, vaginal discharge, spontaneous abortion, cesarean section (2), mood change, constipation, intermenstrual bleeding, abdominal bloating and pelvic pain female. The patient had a family history of osteoporosis, alzheimer's disease, depression, bone cancer and colon cancer. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pregnancy with contraceptive device ("unintended pregnancy"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), vertigo ("vertigo"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and abdominal pain ("abdominal pain"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation, vertigo and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: clinical indication: right lower quadrant pain. History of essure implant in fallopian tubes. Impression: known hepatic cyst tiny simple, cortical cyst in lower pole of left kidney. Essure implants noted which follow the course of fallopian tubes. [Pathology test] on (B)(6) 2019: diagnosis: right bowel adhesions: fibrovascular tissue consistent with adhesions. Uterus, bilateral fallopian tubes, supracervical hysterectomy with bilateral supracervical hysterectomy; endometrium: endometrial polyp, 1.5 cm; proliferative pattern endometrium with tubal metaplasia and hemosiderin laden macrophages. Myometrium: leiomyoma, 0.2 cm; adenomyosis; uterine serosa: adhesions. Right and left fallopian tubes. Benign fallopian tubes, 8.5 and 7 s cm in length, with paratubal cysts, see gross description below. Gross description: the specimen is received in a container labelled with "uterus. Bilateral fallopian tubes" type of specimen: supracervical hysterectomy with fallopian tubes attached. Intact uterine weight not obtained so as not to disrupt region of fallopian tube cornua. [Ultrasound pelvis] on (B)(6) 2017: findings: there is hyperechoic structure in right adnexa/cornu in keeping with essure contraceptive device .a similar appearance is seen left adnexa/cornu, also in keeping with essure contraceptive device. Impression: no right renal stenosis or finding of right urinary tract obstruction. No acute findings identified; on (B)(6) 2018: impression: no acute abnormality within the pelvis. Small fat containing right inguinal hernia. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report added. Lab data added. Medical history & concomitant conditions added. Reporter information added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 1 month after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.